Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's buttons were unresponsive. The esc button or the arrow buttons did not normally respond. Two to three weeks ago, the customer stopped using the insulin pump and went back to pens but then the insulin pump started to work again. However, the same issue recurred. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All buttons functioned properly. However, the insulin pump had corroded keypad traces. The insulin pump was received with cracked reservoir tube lip, minor scratches on display window, cracked case on the display window corner, cracked belt clip slot and stained end cap sticker.